Event description:
Customer reported pt's levlophed drip was discontinued. The nurse stopped the pump, turned it off and took the tubing out. The nurse went on with other tasks and she noticed that the pt's condition was beginning to change. She found that the levophed tubing was dripping and that the safety clamp fitment had not been engaged when the set was taken out of the pump. The pt went into v-tach and need to be coded. Pt was given CPR and was shocked. The pt did stabilize. The tubing was discarded. The pump and pc unit were sent to biomed who found no issues with the devices. The hospital would like to send in the devices for further investigation. Customer states that no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.